Event description:
Surgery occurred to address scar tissue in the knee. Poly inserts were available for possible exchange during the procedure.

Manufacturer narrative:
Surgery occurred to address scar tissue in the knee. Poly inserts were available for possible exchange during the procedure. Review of the device history record indicates that the device was manufactured to specification.